Manufacturer narrative:
Investigation results: a visual inspection of the returned device found the tip detached at the weld. This type of failure is seen if the device is used as a lever of force is applied during use. This suture hook is a limited reuse device and the number of uses is unk. The info for use (IFU) provides the user the following: warnings: if the hook of needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk or hook or needle breakage and unintentional pt injury may result. Cautions: do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument, which may shorten the life of the instrument. To facilitate sterilization and proper function of the device, clean instruments properly affect each use. Instruments (handle and limited reuse hooks) should be stored in the spectrum ii sterilization tray to protect the features. In addition, the user is informed to always inspect an test the instrument for proper function prior to use.

Event description:
The customer reported that the tip of this suture hook broke off during use in an arthroscopic shoulder procedure. The surgeon removed the detached piece and used another suture hook to complete the procedure as intended. There was no pt injury or surgical delay related to this event.